Manufacturer narrative:
It was reported by the abbott care team that the patient had a system explant. Abt stated that the device and leads were explanted in 2019 due to the battery dying. The last time the patient was able to use or successfully recharge the device was in 2011. Patient requests no further contact from abbott. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patients ipg was explanted on an unknown date in 2019 due to being inoperable. No further information is available.